Event description:
A customer obtained biased results for several analysis on one pt sample. The affected results were not reported to the medical staff. Biased results of this magnitude might lead to inappropriate physician action, therefore the likelihood of an adverse pt outcome is not remote. There was no report of pt harm as a result of this event.